Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from a coaguchek inrange meter. The serial number was requested but was not provided. The result from the laboratory using human thromboplastin reagent was 3.06 inr. The result from the meter was 2.3 inr. The patient was currently taking amoxicillin (antibiotics).